Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that error code (loose tip) was observed during calibration (with intraocular lens implant). Procedure completion details were unknown. There was no information about the patient impact. This report pertains to phacoemulsification tip involved in this reported event.